Event description:
It was reported that pump experienced malfunction alarm. Customer¿s blood glucose (BG) level was over 400 mg/dL. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown / Unknown / Unknown.